Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, the hearing loss was not caused or contributed to by the barostim system but was due to psychosocial issues. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 on the right side of the patient for both the ipg and csl. The patient stated they had lost hearing in their right ear since the barostim implant. Therapy was temporarily turned off on (B)(6) 2025, but the hearing issue was not resolved. Therapy was restarted. In the opinion of the physician, the hearing loss was not caused or contributed to by the barostim system but was due to psychosocial issues. It was noted that the patient refused to see an audiologist and no intervention or investigation was planned.